Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that a patient presented via a (B)(4) transmission after receiving inappropriate atp and hv therapy for atrial fibrillation with rapid ventricular response. The device was reprogrammed.